Event description:
The insulation failure of conmed's bipolar forcep cables contributed to the automatic output of energy.

Manufacturer narrative:
Conmed's distributor, (B)(4), originally notified conmed of the reported event. The end-user stated the cables had caused the forceps to self-activate during the procedure. Conmed has received the device in question and has confirmed the reported malfunction. The internal wires were exposed due to insulation failure. During an electrosurgical unit (esu) interface test, which simulates actual use, the cable had self-activated and failed. At this time, there is no indication that this is a manufacturing or design issue. However, conmed is evaluating whether corrective action will be necessary.

Manufacturer narrative:
Conmed's distributor, (B)(4), originally notified conmed of the reported event. The end-user stated the cables had caused the forceps to self-activate during the procedure. Conmed has not received the suspect sample yet. Once it is received and evaluated, conmed will file a follow up report.